Event description:
Patient's son reports patient's pump is indicating occlusion alarm. Registered pharmacist advised him to disconnect infusion set tubing from catheter and check the infusion set tubing for kinks, remove and re-insert the pump battery, and walked him through troubleshooting steps. Then the registered pharmacist conference in the nursing supervisor to guide through the process. Patient's pump started delivering medication after troubleshooting was done. No adverse events or missed doses were reported. No additional information or details available. Pump: serial number and expiration date: unknown did the reported product fault occur while in use with patient? Unknown did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, did pharmacy replace device? No, did the patient have a backup device they were able to switch to? Unknown, didn't need to switch to backup is the infusion life-sustaining? Yes outcome? Resolve.